Event description:
Ifum update confirmed the use of two screws in this procedure. Revision surgery performed on (B) (6) 2007. (B) (4).

Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at t8-s1 three yrs ago. No interbody fusion was performed at l4-l5. The rod reportedly broke at left side l4-l5. No revision surgery is reported at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).

Manufacturer narrative:
Reviewed operative report from hospital and it appears that the initial surgery on (B)(4), 2007 was a revision surgery and the surgeon implanted two calaxo screws for acl reconstruction. There have been no post operative patient reaction/condition reported associated with the calaxo screws since initial procedure. Therefore this supplemental report is being completed to reflect this decision that this incident is not reportable and that a medwatch report is not required at this time. (B)(4)